Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The information provided indicated that they used an olympus gif 160 which has an outer diameter of 8.6 mm. Mbl-6 devices are compatible with endoscopes that have an outer diameter of 9.5 mm-13 mm. Labeling on the device lists the recommended endoscope size for each reference part number (rpn). Use of the product with an endoscope too large or too small can result in the barrel becoming dislodged. If the barrel is not advanced as far as it will go onto the tip of the endoscope, barrel detachment can occur. The instructions for use advise the user to "attach barrel to tip of endoscope, ensuring barrel is advanced onto tip as far as possible. Note: when placing the barrel onto the distal end of the endoscope, ensure that the trigger cord does not become pinched between the barrel and the endoscope." The instructions for use direct the user, "lubricate endoscope and exterior portion of barrel. Caution: do not place lubricant inside barrel. Caution: do not apply alcohol to device." A possible contributing factor to barrel detachment includes allowing body fluids to enter the area between the barrel and endoscope. The instructions for use recommend performing a routine endoscopic examination to confirm the diagnosis requiring treatment of esophageal varices prior to loading the ligator assembly. If the endoscope is wiped free after the initial check for location of the varices, body fluids in this area can be avoided. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record for the lot number confirmed that this lot met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that the device was used with a incompatible endoscope, a cook representative has contacted the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an esophageal ligation procedure, the physician used a 6 saeed shooter multi band ligator (mbl-6). The transparent cap [barrel] was de-inserted after release of the ligators [bands]. Upon withdrawal of the gastroscope wire breaking with foreign body at a pharyngeal level [when withdrawing the gastroscope the trigger cord broke, and the barrel fell off at the pharyngeal level]. The cap [barrel] was expelled by the patient in post-op. The following additional information was provided on 10/18/2016 from the cook sales representative: "the doctor told me that the procedure went well until the withdrawal of the endoscope, where the barrel was stuck in the pharynx. As the patient was not intubated, and he began to wake up, the doctor preferred to wait his awakening and the patient expelled the barrel without problem [the patient expelled the barrel after waking up]. After reflection, the doctor realized that with his new gastroscope gif-160 from olympus with a diameter of 8.6 mm, the barrel couldn't be fixed properly. The patient is well and I recommended in the future to order model mbl-u-6."